Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has no a/c power supply. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The field service engineer (fse) identified the system not switching on due to power supply is defective. The fse replaced the power supply to address the reported issue. The unit has been returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that the unit has no a/c power supply. There was no patient involvement or user harm.